Manufacturer narrative:
(B)(4). The system will continue to be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited high out of range shock impedance measurements. In rv coil to can configuration measurements were acceptable. It was noted the measurements had been high off and on since implant. The patient also reported hearing beeping tones since implant. The lead configuration was programmed to rv coil to can. Non-invasive programmed stimulation (nips) was then performed and yielded measurements of 66 ohms. There was a concern the set screw was loose, causing the high out of range measurements. No additional adverse patient effects were reported.